Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and installed a new power supply. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that installing a new power supply resolved the issue. The cause of the smoke being emitted from the advia centaur xp instrument was due to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The instrument did not catch fire. The operator called the fire department and turned off the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.